Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned , appearance defect was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the camera head had bad image quality. Upon inspection of the customer¿s returned device it was observed the device had no image due to flooding inside the charged coupled device (ccd). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Event description:
Additional information received identified the phenomenon occurred before a stent replacement treatment procedure. The procedure was successfully completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified within b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to water intrusion inside the charged coupled device (ccd). The cause of the water intrusion inside the ccd could not be identified. Olympus will continue to monitor field performance for this device.